Event description:
It was reported that the devices were used in a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was performing a routine laparoscopic cholecystectomy and experienced a broken 1seal, a leaking s-valve seal on the 512dh and the 355dh disintegrated in the operative field. There was no consequence to the pt.